Event description:
It was reported that both guide wires were used to access a lesion in a pda via a saphenous vein graft. A stent was deployed and the stent delivery system was removed. During the attempts to remove the guide wires, one at a time, from the artery, resistance was encountered and force was used to pull the guide wires out of the vessel (contrary to IFU). The tips of both guides wires separated in the artery and attempts to recover the tips with a retrieval device were unsuccessful. The tips remain in the pt.